Event description:
IMPLANT REMOVED DUE TO SURGICAL CONSIDERATION WITHIN 36 HOURS.

Event description:
IMPLANT REMOVED DUE TO SURGICAL CONSIDERATION WITHIN 36 HOURS

Event description:
Implant removed due to surgical consideration within 36 hours.